Manufacturer narrative:
The lot number for the device is unk. The device remains implanted and no sample is being returned to the MFR. No images are available. Add'l info was requested from the user facility, but was not provided. The investigation is underway.

Event description:
It was reported that the stent detached from the catheter and deployed in an unintended location. Reportedly, the stent was advanced through a heavily calcified and tortuous vessel but would not pass through the lesion in the renal artery and therefore, could not be deployed. As the stent and delivery system were being retracted, the stent detached from the catheter and deployed in the iliac artery. The stent was left in place. The stenosis in the renal artery was left unresolved. There was no report of injury to the pt.